Event description:
Pt was revised to address loosening of the femoral component at the cement/bone interface.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database for the reported femoral component did not show any other reports against the mfg lot. The reported cement product was not of depuy manufacture. The investigation could not draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.